Event description:
Reporter stated that pt obtained a blood glucose result of 26.8 mmol/l on the aviva system. Pt retested blood glucose on the aviva system, 1 min later, and obtained a result of 10.5 mmol/l. Reporter noted that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in a foreign country.